Event description:
A remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician also noted dust contamination as well as error code(s) 53: (err_comp_log_sem_timeout), error code 55: (err_therapy_queue_full), 63: (err_stuck_knob_key), 65: (err_stuck_encoder_a) and 66: (err_stuck_encoder_b) were present. The device was scrapped by the service center after the evaluation was completed. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.